Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Under european law, pt info is considered confidential and will not be released by the hosp.

Event description:
It was reported that a cardiopulmonary bypass surgery was being performed and the 6vt-d probe being used in conjunction with a vivid e9 for diagnostic imaging purposes failed to function while the surgeon was working on the posterior mitral leaflet. There was an allegation from the hosp that the probe failure required the probe to be removed and another te probe intubation during new hlm-weaning when the pt was vasopleg and they were increasing katecholamine. No serious injury was reported.